Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Additional information was requested from the user facility. From the responses received, it was determined that no anomalies were noted to the device prior to procedure, no friction was reported, the patient did not have tortuous anatomy and continuous flush was maintained. The microdelivery catheter and stabilizer were returned for analysis. The microdelivery catheter proximal outer shaft was stretched on its proximal shaft just distal to the strain relief. The proximal shaft outer layer had detached after stretching, the inner braided layer was still intact. The microdelivery catheter mid shaft was compressed just distal to the stent location. The stent distal markers were 5.8cm from the microdelivery catheter distal end. The stent was examined and no anomalies were noted. There was some blood in the microdelivery catheter. The stabilizer was jammed in the microdelivery catheter with a kink noted at 5.4cm and another kink and separation 14.1cm on its proximal side from its proximal end. The damages noted to the device are indicative of friction encountered during stent system advancement. The cause of this complaint is unusually high friction between the stabilizer, microcatheter, and/or stent in the system. The root cause of high friction during deployment cannot be definitively determined in this case. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause was unable to be determined.

Event description:
Analysis of the returned device found the catheter's shaft to be separated. There was no consequences or impact to the patient.